Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had received treatment for hypoglycemia while in the hospital in another department. The patient reports their blood glucose level had dropped to below 70 mg/dl. In addition the patient reports receiving a corruption alarm on their transmitter. The patient reports they received 52 grams of carbohydrates. The patients pod will not be returned as it has been discarded. The patient reports they applied a new pod once out of the hospital.